Manufacturer narrative:
Not returned to manufacturer.

Event description:
Reprise iii 0159r3044 (lotus introducer unable to advance through aorta) event description leaflet prolapse due to flailing leaflet pinge /unable to advance through ascending aorta (device deficiency) / lotus introducer. Unable to advance through aorta (other product issue): on (B)(6) 2016, during index procedure, initial 25 mm lotus valve (lot# 19182873) with its introducer was advanced through the 18 - french sheath and was positioned properly across the aortic, however the valve was not implanted due to broken mandrel (malfunction), which caused leaflet prolapse. Hence, the valve and the introducer were removed from the 18-french sheath. Per edc, "leaflet prolapse" and "support frame fracture" was checked as device deficiency criteria. A second 25 mm lotus valve (lot# 19390837), which was placed in the 18-french introducer sheath but not implanted due to the inability to advance up into aorta. Per source, it was noted that second 25 mm lotus valve (lot# 19390837) along with its introducer (lot# 342813) was noted to be non-retrievable (stuck) from the 18-french sheath. Hence, the second 25 mm lotus valve (lot# 19390837) along with its introducer (lot# 342813) and the 18-french sheath were removed from the left femoral artery. Finally, 29 mm core valve evolut r was deployed successfully through new 18-french sheath. There was correct positioning of the core valve evolut r into proper anatomical location neither repositioning not retrieval attempted. No additional information will be available. Per edc, both the device deficiencies did not lead to an sae. However, it could have led to a serious adverse event (sae) if suitable action had not been taken, intervention had not been made, or circumstances had been less fortunate.

Manufacturer narrative:
Device review not yet complete. Device not yet returned to creganna medical. A review of the manufacturing documentation for lot # 342833 did not highlight any anomaly which could contribute to this reported event. A similar complaint trend review has been completed. No similar complaints have been opened in relation to lot # 342833 therefore no trend has been identified. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Root cause classification not yet determined. Device review has not been completed as device has not yet been received in creganna medical. The complaint also references issues with the lotus valve component (broken mandrel which caused leaflet prolapse). This issue is specific to the lotus valve component and is not related to the lotus introducer set or to the difficulty advancing into the aorta as detailed above. Based on a review of the fmeas and based on this complaint investigation at this time no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. The reported failure mode is captured within the risk documentation. The device has not yet been received in creganna medical. Once device review has been completed this report will be revised and the investigation will be completed. Based on the above conclusion no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types. Device being returned, but not yet.

Event description:
Reprise iii 0159r3044 (lotus introducer unable to advance through aorta). Event description: leaflet prolapse due to flailing leaflet pinge /unable to advance through ascending aorta (device deficiency) / lotus introducer unable to advance through aorta (other product issue): -on (B)(6) 2016, during index procedure, initial 25 mm lotus valve (lot# 19182873) with its introducer was advanced through the 18 - french sheath and was positioned properly across the aortic, however the valve was not implanted due to broken mandrel (malfunction), which caused leaflet prolapse. Hence, the valve and the introducer were removed from the 18-french sheath. -per edc, "leaflet prolapse" and "support frame fracture" was checked as device deficiency criteria. -a second 25 mm lotus valve (lot# 19390837), which was placed in the 18-french introducer sheath but not implanted due to the inability to advance up into aorta. -per source, it was noted that second 25 mm lotus valve (lot# 19390837) along with its introducer (lot# 342813) was noted to be non-retrievable (stuck) from the 18-french sheath. Hence, the second 25 mm lotus valve (lot# 19390837) along with its introducer (lot# 342813) and the 18-french sheath were removed from the left femoral artery. -finally, 29 mm core valve evolut r was deployed successfully through new 18-french sheath. - there was correct positioning of the core valve evolut r into proper anatomical location neither repositioning not retrieval attempted. - no additional information will be available. -per edc, both the device deficiencies did not lead to an sae. However, it could have led to a serious adverse event (sae) if suitable action had not been taken, intervention had not been made, or circumstances had been less fortunate.

Manufacturer narrative:
Additional narratives: this MDR is being made void based on a clarification received on 22 nov 2016 from the distributor, (B)(4). Clarification from boston (B)(4): the "support frame fracture and leaflet prolapse due to flailing leaflet pinge" corresponding to the 25 mm lotus valve (lot# 19182873) and "unable to advance through ascending aorta" was corresponding to the second 25 mm lotus valve (lot# 19390837) with 4198460 and 19390837 tw# respectively. Both the device deficiencies" relate only to the lotus valve but not introducer sheath" additional narrative from creganna medical additional information received on 22-nov-2016 confirms that the lotus valve was responsible for the complication and not the lotus introducer sheath. Product was not returned for review therefore it was not possible to complete a product analysis for this complaint. A review of the manufacturing documentation for lot # 342833 did not highlight any anomaly which could contribute to this reported event. A similar complaint trend review has been completed. No similar complaints have been opened in relation to lot # 342833 therefore no trend has been identified. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint the root cause classification for this complaint is 'caused by other' where the complaint is associated with a product that is not manufactured by creganna medical. The complaint references issues with the lotus valve component (broken mandrel which caused leaflet prolapse). This issue is specific to the lotus valve component and is not related to the lotus introducer set or to the difficulty advancing into the aorta as detailed above. Based on a review of the risk documentation and based on this complaint investigation no updates are required to the failure modes and effects analysis documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. Based on the above conclusion no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types.

Event description:
Reprise iii 0159r3044 (lotus introducer unable to advance through aorta) event description: leaflet prolapse due to flailing leaflet pinge /unable to advance through ascending aorta (device deficiency) / lotus introducer unable to advance through aorta (other product issue): -on (B)(6) 2016, during index procedure, initial 25 mm lotus valve (lot# 19182873) with its introducer was advanced through the 18 - french sheath and was positioned properly across the aortic, however the valve was not implanted due to broken mandrel (malfunction), which caused leaflet prolapse. Hence, the valve and the introducer were removed from the 18-french sheath. -per edc, "leaflet prolapse" and "support frame fracture" was checked as device deficiency criteria. -a second 25 mm lotus valve (lot# 19390837), which was placed in the 18-french introducer sheath but not implanted due to the inability to advance up into aorta. -per source, it was noted that second 25 mm lotus valve (lot# 19390837) along with its introducer (lot# 342813) was noted to be non-retrievable (stuck) from the 18-french sheath. Hence, the second 25 mm lotus valve (lot# 19390837) along with its introducer (lot# 342813) and the 18-french sheath were removed from the left femoral artery. -finally, 29 mm core valve evolut r was deployed successfully through new 18-french sheath. - there was correct positioning of the core valve evolut r into proper anatomical location neither repositioning not retrieval attempted. - no additional information will be available. -per edc, both the device deficiencies did not lead to an sae. However, it could have led to a serious adverse event (sae) if suitable action had not been taken, intervention had not been made, or circumstances had been less fortunate.